Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received notifications from the pump. Customer's blood glucose ranged from 120 mg/dl to 130 mg/dl. Although requested, customer declined to troubleshoot the issue in order to determine the cause for the notification. Reportedly, customer reverted to an alternate pump for insulin therapy.